Manufacturer narrative:
Lot# review: a review of lot 3264005 showed (B)(4) units were manufactured, tested, inspected and released in june 2016, citing no exception documents. Visual analysis: 2/16/2017 - received three new 061-ch3142 16" (41 cm) trifuse add-on set lot# 3264005. No mating devices were returned. Functional testing: three new 061-ch3142 trifuse add-on sets were returned for investigation of leaking. Each of the returned 061-ch3142 trifuse add-on sets were hydrostatically pressure leak tested (p-3g-376) as per ps00-00003 section 2. No leakage was observed at any location along the fluid paths. Final analysis: the complaint of 061-ch3142 trifuse add-on set leakage was unable to be confirmed or replicated with any of the new/unused samples returned for investigation. Each of the new 061-ch3142 trifuse add-on sets performed as expected without leakage.

Event description:
Complaint received for one 061-ch3142 16" (41 cm) trifuse add-on set (B)(6) report states: 061-ch3142 noted to be leaking at (B)(6). The manager there called (B)(6) and asked her to quarantine her stock of this product batch number 3264005. She quarantined this stock- I box and 4 lines. She would like replacement stock which I will organise with quality. Unprotected chemo exposure reported. No adverse patient consequences reported.